Manufacturer narrative:
Product event summary: it was reported the patient experienced a power disconnect alarm triggered by the controller ac adapter. The controller ac adapter (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device met specifications; the device passed visual examination and functional testing. The controller ac adapter was able to adequately provide power to a test controller and power disconnect alarms were not observed during testing. Based on the available information, a possible root cause can be attributed to an intermittent connection between the controller and controller ac adapter. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a "power disconnect alarm' was detected when the controller ac adapter was fully connected to the controller and the electrical outlet. The controller ac adapter was exchanged. No patient complications have been reported as a result of this event.